Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code. Review of device data by boston scientific technical services confirmed the presence of the bd code, and reiterated the battery was prematurely depleting. Device replacement was recommended. The s-ICD remains in service and there have been no adverse patient effects reported.